Event description:
Spontaneous call from patient stating that her pump lost programming and showing error 1210 with reservoir volume at 1 ml and unable to change it. Sn (B)(4) (may 31, 2019) we will replace with new pump. Warm transfer to (B)(6) to assist. The reported product fault did not occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We did replace the device. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.